Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an pump error alarm. Customer's blood glucose value 89 mg/dl. Customer was provided the steps for the rewinding the pump for the safety site. The device will not be return for analysis.